Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a recanalization catheter was used for a severe calcified lesion in the right superficial femoral artery (sfa). Allegedly, the catheter became stuck when crossing the lesion and the metal tip broke off. The detached tip remains in the patient's arterial lesion. There was no patient injury reported.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the sample was returned. The distal tip was missing and not returned with the device. The outer catheter remained intact. At the distal end of the device, the marker band was present. The core wire was broken approximately 140.4cm from the distal tip. Therefore, approximately 5.6cm of the core wire and distal tip were not returned for evaluation. The distal end of the outer catheter and inner catheter was slightly jagged. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: no images/photos were provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a tip detachment, as the metal tip was missing from the distal end of the catheter. Per the IFU (instructions for use), after advancing the guidewire and crosser catheter to the lesion site, the guidewire needs to be withdrawn approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Per the reported event details, the tip of the guidewire was not withdrawn into the distal tip of the crosser prior to activating the crosser. Having the guidewire fully advanced through the distal tip of the crosser catheter during activation could cause the tip to detach. Therefore, the root cause is most likely user related. Labeling review: the current instructions for use (IFU) states: adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: - for the crosser catheters 14p, 14s, and s6, access lesion with standard 0.014¿ (0.36 mm) guidewire. - advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.